Manufacturer narrative:
The pod will not be returned for eval - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels the day before he was hospitalized. No specific device failure mode was noted in the report. Based on the info provided and in the absence of a device eval, we cannot confirm that a pod malfunction was a contributing factor to the customer's high bg levels. No conclusion can be drawn. Per comments from the hospital cardiologist, the cause of the customer's high bg levels may have been due to physiological conditions. The cardiologist "is suspecting diabetes as the initial problem" (as opposed to a failure of the omnipod system). High bg levels have resulted previously from reactions "to infection or illness." No pod lot number was provided - a review of lot qualification records was therefore unable to be performed.

Event description:
The customer had experienced high bg levels (greater than 500mg/dl) and was admitted to the hospital where he was placed on insulin drip. The following morning his bg's were "much better" and he was taken off the insulin drip; he was placed back on the omnipod system. It was stated that "there was not a logical reason" for his blood sugars being "off the charts" the previous day; he had "not eaten breakfast and dinner was normal the night before." The cardiologist at the hospital "is suspecting diabetes as the initial problem." The customer's "out of complete control" bg levels have "mostly been when his body reacted to infection or illness." No specific pod issue was noted in the report. The device will not be returned for eval.